Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that there was non-physiological noise which was oversensed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system in two stored ventricular episodes. The cause of the noise signals was initially unknown. The patient was noted to have also received an appropriate device shock in a stored episode that occurred the following day and impedances were noted to be appropriate. Boston scientific technical services (ts) suggested to the boston scientific field representative to bring the patient in for troubleshooting and possibly program on the non-sustained ventricular tachycardia alert. It was subsequently reported that noise was able to be reproduced on the rv lead during isometric testing. As a result, the rv lead was explanted and replaced. No were no additional adverse patient effects.

Event description:
It was reported that there was non-physiological noise which was oversensed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system in two stored ventricular episodes. The cause of the noise signals was initially unknown. The patient was noted to have also received an appropriate device shock in a stored episode that occurred the following day and impedances were noted to be appropriate. Boston scientific technical services (ts) suggested to the boston scientific field representative to bring the patient in for troubleshooting and possibly program on the non-sustained ventricular tachycardia alert. It was subsequently reported that noise was able to be reproduced on the rv lead during isometric testing. As a result, the rv lead was explanted and replaced. No were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The lead was subsequently returned for analysis. Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted it had been severed in two segments approximately 15.4 centimeters from the terminal pin. Visual inspection noted damaged lead insulation approximately 28.5 centimeters from the terminal pin, which exposed the lead conductors. The insulation abrasion damage aligns with the clavicle area of the patient. Continuity testing was completed to assess lead electrical performance. Measurements were within normal limits. Also, an x-ray was performed, and the lead conductors were intact. Analysis determined that the observed noise and oversensing were caused by the insulation damage.